Event description:
On (B)(6) 2026, a healthcare professional reported that one of the hinges in the appliance had broken. The appliance was delivered to the patient on (B)(6) 2026. The patient cleaned and stored the device as per the device's instructions for use. The appliance was replaced. No permanent injuries were reported. No additional information was provided.

Manufacturer narrative:
The device has been returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).